Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the device was used for peripheral nerve surgery at the time of event. Customer added the cooling oil, surgery was able to complete without any delays. It was reported that the system was unable to perform exposure. Upon further inspection, philips remote service engineer (rse) checked the system and confirmed the issue was caused by the cooling unit or the rotor. Customer added the cooling oil, and the problem was solved. Later the issue reoccurred, philips field service engineer (fse) visited onsite and confirmed the oil pipe connection on the ceiling that caused the ball tube cooling device to stop working. Fse reconnect the oil pipe. After the reconnection of oil pipe, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was tube anode problem and the customer was unable to perform exposures. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.